Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a security disk failure.there was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site state: (B)(6), event site postal code: (B)(6). It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) had a issue of helium leak. A getinge field service engineer (fse) evaluated the unit and found equipment with autofill failure, change compressor to resolve the autofill failure. The batteries was replaced due to expiry and check operation. Equipment suitable for clinical use.